Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
In (B)(6) 2009, the patient first began treating with the surgeon for back pain. In approximately (B)(6) 2009, during her second office visit, the patient was told by her doctor that she needed to have surgery. Surgeon performed spinal fusion surgery on the patient, fusing l3-l4, l4-l5, and l5-s1. Rhbmp-2/acs was implanted. Immediately following the surgery, the patient began experiencing complete numbness in her left leg, in addition to extreme pain and cramps that had not been present prior to the surgery. Following the surgery, this new pain and symptomatology never resolved or subsided.